Manufacturer narrative:
The patient in this event was reported to be taking exogenous estradiol (estradiol valerate tablets: progynova). In an internal study, bi-directional interference was identified with metabolites estrone and estrone-3-sulfate associated with exogenous estradiol. In conclusion, the cause of the erroneously low sensitive estradiol (snse2) results is due to bi-directional interference with metabolites estrone and estrone-3-sulfate associated with exogenous estradiol.

Manufacturer narrative:
The access sensitive estradiol (snse2) reagent (part number b84493 and the lot number 966021) was manufactured in suzhou (beckman coulter laboratory systems suzhou co ltd, 181 west su hong road, sip suzhou, 215021, jiangsu, china).

Manufacturer narrative:
The full patient identifier is case (B)(4). The customer did not supply patient demographics such as age, date of birth, weight, ethnicity or race. There is sufficient evidence to suggest an malfunction occurred as results obtained from one different device and the patient¿s clinical presentation are categorically different from results obtained from a beckman coulter device. The access sensitive estradiol snse2 reagent was not returned for evaluation. All assay and system verifications met specifications at the time of the event. No hardware errors, flags or other assay issues were reported in conjunction with this event. The cause of this event cannot be determined with the available information. There are a total of four mdrs submitted for case-2020-00832678 (three for patient samples retested by a beckman coulter laboratory solution specialist on alternate methodologies with discordant results and one for other patient samples not retested (exact number not specified).

Event description:
On (B)(6) 2020 the customer reported obtaining false low sensitive estradiol (access snse2) results involving the laboratory's unicel dxi 800 access immuno analyzer (serial number (B)(4)). Customer reported that before and after estradiol medication, there was no change in the snse2 results, which affected clinical judgment. A beckman coulter laboratory solution specialist (lss) was dispatched to the customer site on 03sep2020 to perform comparison testing with the access estradiol (e2) assay and on an alternate methodology manufactured by roche. On (B)(6) 2020, the initial (B)(4) patient sample result was 129 pg/ml which was unexpected low and discordant with the clinical expectation. On (B)(6) 2020, this sample was retested with the access e2 assay on another instrument (serial number (B)(4)) with a result of 339 pg/ml (1245 pmol/l) and on the roche platform with an estradiol result of 209 pg/ml (767.7 pmol/l). Both results were higher and more accordant with the clinical expectation. The expected or correct results were not specified in this event. Based on the low snse2 result obtained during follicular monitoring, the patient was intake over-dose medicine (estradiol valerate tablets: progynova). Snse2 calibration was passing within specifications at the time of the event. Per customer¿s verbal report, system checks have been passing and qc was within the laboratory¿s established ranges. Additionally, no hardware errors or other assay issues were reported in conjunction with this event. Sample tube collection type was not provided. Sample processing information such as centrifugation time, speed and temperature were not provided. There was no report of sample integrity issues. No further sample information was provided.